Event description:
It was reported that procedures were canceled because the unit would not work. No further info has been provided by the customer.

Manufacturer narrative:
Failure analysis is pending; additional info will be submitted once the field service report is received.